Event description:
Clinical narrative (updated 2026-3-23). An impella 5.5 was inserted to support the 64 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The team did not furnish any other history or comorbidities. The pump was supporting when after 4 days the team extubated the patient and shortly thereafter the pump was noted to be out of appropriate left ventricle position. The pump was alerting for "impella in aorta" supposedly due to the patient pulling out his own pump. The team then alerted the cardiothoracic surgeon who explanted the pump.

Manufacturer narrative:
Additional information received which clarified that the device with the issue was impella 5.5 and not cp, so section b5, d4 and h4 were updated reflecting the correct information.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was use related to patient movement as the patient pulled the pump.

Event description:
An impella cp was placed via the femoral access to support the 64 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The team did not furnish any other history or comorbidities. The pump was supporting when after 4 days the team extubated the patient and shortly thereafter the pump was noted to be out of appropriate left ventricle position. The pump was alerting for "impella in aorta" supposedly due to the patient pulling out his own pump. The team then alerted the cardiothoracic surgeon who explanted the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.